Manufacturer narrative:
(B)(4). Date sent: 5/9/2016. Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: what type of procedure was the device used in? On which firing did this occur? On this firing, did the cut line stop at approximately the same place as the staple line (partial fire)? Or, was the cut line complete, but the staple line was missing staples (incomplete staple line)? How was the procedure completed? Is the device available for return? Response: we received this complaint from our health authority. Unfortunately, it is not possible to send you the device or get the answers to your questions.

Event description:
It was reported that during an unknown procedure, health authority reported that during the firing only half of the load released the staples. Apparently, the device didn't activate all the load. It was necessary to replace the device; but it is unknown how the procedure was completed. There were no adverse consequences for the patient reported. The device is not available for return.